Event description:
Pt underwent coronary artery bypass graft surgery and atrial valve replacement along with the insertion of an intra aortic balloon iabp for improved perfusion in 2001. Next day the balloon ruptured and was removed.